Event description:
Revision surgery was performed due to dislocation. The product number is unknown. The surgeon decided it is not the product failure. The products cannot be returned. The doctor thought it was caused due to the patella arthroplasty had not been performed. So the patella was implanted on (B)(6) 2018.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. A clinical investigation concluded that no relevant documentation was provided to perform a medical investigation; therefore, no further medical assessment is warranted at this time. Without the return of the actual product involved and no batch information available, our investigation of this report is inconclusive. No further actions are being taken at this time. Should additional information be received, the complaint will be reopened.